Event description:
A report was received from a user facility in (B)(6) stating that during a procedure the vitrectomy cutter stopped cutting resulting in 3 retinal tears. The pt required laser treatment and gas tamponade to repair the retina. There was no report of permanent impairment related to this event.

Manufacturer narrative:
The vitrectomy pack used during the procedure was requested for eval however it has not been received. The stellaris unit used in the procedure was evaluated and tested by our field engineer. All functions were checked and the unit performed according to specification.